Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), dermatitis allergic ("allergic rash"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro condit/problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, iron deficiency anaemia, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, dermatitis allergic, hypersensitivity, bladder disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2008 and 2009. Discrepancy noted essure insertion date and essure confirmation test conducted on same date as per current pfs ((B)(6) -2008) plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, back., menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, blood/heart disorder, gen, abnormal bleeding, bladder problem, uti, vaginal infection, vaginal discharge,. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test (unspecified)result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes incident. Event injury nos replaced with new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, gen abnormal bleeding, rash/skin condition, hypersensitivity, psych injury, bladder problem, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems. Hormonal changes, headaches, nausea, nuero condit/problem, weight gain were added. Plaintiff's information updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.